Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and hypotension occurred. The target lesion was located in the heavily calcified left circumflex (lcx) artery. Two non-bsc wires were placed simultaneously to the lcx then down to left anterior descending (lad) artery. Pre-dilation in the lcx was then performed using an unknown size emerge balloon catheter. Then a non-bsc wire in lad was replaced with a rotablator wire while the non-bsc wire in lcx was removed. A rotablator with a 1.25 burr occurred down the lad with satisfactory results. A 3.0x16mm synergy stent was then implanted in mid-lad and a 3.5x20mm synergy stent was placed in the proximal lad going into the left main covering the circumflex ostium with satisfactory results. A new non-bsc guidewire was placed through the struts of the 3.5x20mm synergy stent into the circumflex and dilation was performed using a 2.5x15 emerge balloon catheter to open up the stent struts. A 4.00x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced however, it was unable to cross through the newly implanted synergy stents. When the stent delivery system was removed, it was noted that the stent became embolized in the proximal left main and the patient's blood pressure dropped. A new guidewire was placed down the lad and the dislodged stent was expanded and crushed against the vessel wall with a 3.5x15 quantum balloon catheter. A 3.0x20mm promus premier stent was then placed in the proximal lad to left main and a 3.5x20mm promus premier was placed in the proximal lad crushing the embolized synergy stent up against the vessel wall. After multiple wirings, the physician was able to wire the lcx, open up the side branches of the promus premier stents, was able to lay over the synergy stent and placed a 4.0x20mm promus premier into the lcx with satisfactory results. Subsequently, the patient's blood pressure became normal and the procedure was completed. No further patient complications were reported and the patient is stable and doing fine right now.